Event description:
It was reported that this right ventricular (rv) lead was an attempted implant in the left bundle branch (lbb) region. Lead perforated during implant resulting in increased heart rate and blood pressure drop. Pericardiocentesis procedure was performed. Pocket was contaminated by anesthesia; therefore, implant was abandoned. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.